Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked back into the pump. On 4/2/97, the following was rpt'd to datascope: the iab was inserted into the pt on 3/14/97. On 3/15/97 after iabp for 21 hrs, the iabp autofilled and blood shot through the helium filled tubing. The iab was removed and another iab was inserted in the evening. It was unk if there were any complications from the event. The pt went on to expire on 3/17/97. Event complications: unk - rpt'd 3/17/97, 4/2/97. Pt current status: expired - rpt'd 4/2/97.